Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently customer observed air bubbles in the infusion set tubing or the cartridge pigtail. Customer changed the infusion set and resumed insulin therapy. There was no reported adverse impact to customer's blood glucose. As event occurred in the past, tandem technical support was unable to troubleshoot; however, customer was educated on how to prime air out of tubing.